Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the start of a prostate procedure, the fiber cap detached and was "firing inside the fiber @500 joules of use. The procedure was completed with a second fiber. Patient outcome ¿ok¿ reported.